Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the unit would not turn on and displayed a red x. There was no patient involvement.

Manufacturer narrative:
It was reported that the unit would not turn on and displayed a red x. There was reportedly no patient involvement. A philips authorized repair bench technician evaluated the device and could not replicate the issue, however, the processor pca and internal memory card were replaced as precaution.